Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that multiple ophthalmic knives would not cut. Procedure details and patient involvement were not reported. Additional information has been requested and received which indicated the event occurred during a cataract extraction procedure while making the incision the knives were dull. The knives were exchanged to complete the procedures. There was no harm to any patient.

Manufacturer narrative:
Additional information has been provided in h.6. And h.10. A sample was not received at the manufacturing site for evaluation for the report of the blade would not cut during patient contact; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).